Event description:
This case was reported by a consumer and described the occurrence of mucous membrane bleeding in a female pt who received gsk denture adhesive (corega extra strong) cream for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive. At an unk time after starting gsk denture adhesive, the pt experienced bleeding and burning of mucous membrane. This case was assessed as medically serious by gsk. Treatment with gsk denture adhesive was discontinued. At the time of reporting, the events were resolved. The pt considered the events were possibly related to treatment with gsk denture adhesive. Corega is marketed in the united states as super poligrip. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).